Event description:
On (B)(6) 2022, it was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis (date not provided) and transitioned to in-center hemodialysis (hd) permanently. No additional information was provided during intake. Subsequent attempts to obtain additional information have thus far proven unsuccessful.